Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The pump was received intermittent button response due to corroded keypad traces. The pump was received with scratched lcd window, cracked case display window corner, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the act button was unresponsive. The customer also reported motor errors during prime. The customer will be sent a replacement pump. The customer will return the pump for analysis.